Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-02602 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system and a solyx sis system were implanted in a patient approximately four years ago. According to the complainant, the patient experienced vaginal and leg pain. In 2013 and 2014, the patient had surgery to remove as much of the mesh as possible. Following the last procedure, the patient was reported to be in satisfactory condition.